Event description:
I had essure implanted and had adverse reactions to it. It migrated into my uterus. I had pain associated with migration. Many side effects and eventually a hysterectomy. Surgery required. FDA safety report ID# (B)(4).